Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during an esophagogastroduodenoscopy (egd) with dilatation procedure. According to the complainant, during the procedure, the pump was not working and would not increase the pressure over 10 atm. It could not be confirmed if the pressure in the balloon continued to rise over 10 atm, and it is unknown if the gauge was reading accurately. Due to ambiguity, this event was deemed reportable for the potential that the gauge was reading inaccurately. It was reported that the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
This is a reusable device, therefore, there is no expiration date. (B)(4). The gauge would not increase past 10atm, and was potentially reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during an esophagogastroduodenoscopy (egd) with dilatation procedure. According to the complainant, during the procedure, the pump was not working and would not increase the pressure over 10 atm. It could not be confirmed if the pressure in the balloon continued to rise over 10 atm, and it is unknown if the gauge was reading accurately. Due to ambiguity, this event was deemed reportable for the potential that the gauge was reading inaccurately. It was reported that the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the device found no signs of damage. Functional analysis was performed. The unit was attempted to be pressurized to 20 atm. However, it was not possible and the bulb stopped expanding when it was squeezed. The one way valve in the device was found to be sticking in place. The customer's complaint that the device could not increase pressure past 10 atm and that the bulb would not expand after squeezing was confirmed. It was originally unknown whether the gauge was reading accurately. However, there were no issues with gauge reading during evaluation. The issue that the gauge did not read accurately was not confirmed. Therefore, this event is no longer considered MDR reportable. A definitive root cause for this event could not be determined. The one way valve in the device was found to be sticking in place leading to inflation difficulty. The cause of the valve sticking is unknown. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.